Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Product not returned for evaluation. Nurse declined replacement product. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#:(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time.

Event description:
Consumer reported complaint for hi display. Nurse is calling on behalf on student, customer has tested with meter and each time the meter read hi. Nurse wants to know if the meter needs any calibration prior to use, the nurse does not have control solution available. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 09/19/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1: hi, date: (B)(6), time: 10:50a, non- fasting. Result 2: hi, date: (B)(6), time: 12:23p, fasting. Result 3: hi, date: (B)(6), time: 12:05p, fasting.